Event description:
Following unsuccessful connection of the first disposable novasure device and an unsuccessful cavity integrity assessment (cia) test with a second device during an endometrial ablation (date unk) the physician abandoned the ablation and did a laparoscopy. A uterine perforation was seen at the fundus. The perforation site was cauterized and the pt was admitted for observation overnight. She was discharged the next day. On (B)(6) 2011, the physician reported the pt is currently doing fine. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial numbers of the 2 disposable devices not provided by the complaint, therefore the expiration dates not known. The disposable devices are not being returned therefore, a failure analysis of the 2 complaint devices cannot be completed. Lot numbers of the disposable devices not provided by the complaint, therefore the MFR dates are not known. The codes in this section reflect the results of the investigation of the radio frequency controller. Device history (DHR) reviews are unable to be conducted for a 2 disposable devices as the lot numbers were not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of MFR. No relationship can be established between DHR and current complaint. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4)